Event description:
It was initially reported that the device had an illuminated charge-pak icon after several attempts at replacing the charge-pak assembly. The customer was sent a replacement device under warranty. After initial evaluation of the device, it was observed that the device did not have enough battery capacity to deliver any more than three (3) defibrillation shocks, if needed. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control further evaluated the device and determined that the cause of the failure was due to a failure of a battery, designator bt1 on the analog pcb assembly. The low capacity of this battery caused the device to not have the ability of delivering any more than three (3) defibrillation shocks. The customer received a replacement device.